Manufacturer narrative:
On 02-dec-2015, an fse conducted follow-up with the customer to address the reported event. Fse performed troubleshooting with the customer and found power failure issues. The account rebooted and got a beep that was one long, constant beep. The screen power then turned black and the operator system will not load. The fse verified instrument for power failure errors, verified voltages, and replaced the display unit assembly. He then ran the daily check and controls to verify proper operation. The aia-360 was functioning as intended and the errors cleared. No further action required by field service. The most probable cause of the reported event was due to a defective display unit assembly. Tosoh bioscience, inc. Is submittng on behalf of the foreign manufacturer tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2015, a customer reported operator system failure with their aia-360 analyzer. The customer is unable to run afp and prog patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of afp and prog patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting.